Manufacturer narrative:
D4: primary UDI number corrected.

Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Upon review, it was identified that the manufacturer contact fax number (g1) was inadvertently omitted in error; the complete fax number has now been provided.

Manufacturer narrative:
Corrected information has been provided in d1 and h3. Thrombosis/ischemia/peri-procedural adverse event: the root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
Clinical rationale: an impella 5.5 was surgically implanted via the right axillary/subclavian artery in a 55 year-old female patient with acute myocardial infarction and cardiogenic shock (ami/cgs), presenting in scai stage e shock. During device removal, the patient¿s right upper extremity pulse oximetry signal acutely dropped from 100% to 0%, prompting immediate evaluation. The clinical team was unable to doppler radial or brachial arterial pulses, and vascular surgery was urgently consulted. The ischemia did not resolve with impella removal alone, and surgical intervention was required. A right brachial thrombectomy was performed, restoring pulses with digits becoming warm and well perfused. The event was documented as limb ischemia, attributed to impella use, though no product damage, no replacement request, and no device return were reported. The device provided adequate hemodynamic support, and the patient was successfully weaned, surviving to explant. Based on the available information, the limb ischemia appears clinically associated with impella 5.5 explantation, likely due to thrombotic obstruction of the brachial artery rather than a device malfunction. The ischemia was fully corrected following vascular thrombectomy, and the patient recovered with restored perfusion. No evidence currently suggests a structural or performance related failure of the impella 5.5.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.